Event description:
The patient contacted animas on (B)(6) 2013 alleging elevated blood glucose (bg) ranging between 8-21 mmol/l with symptoms of dry mouth and ¿feeling dehydrated¿ that began when he noticed diminished keypad button function. The reported bg elevation and accompanying symptoms do not meet animas¿ criteria of a reportable adverse event. The patient stated that he had noticed over the last week that the buttons on the keypad were not responding as they usually did. The patient denied trauma to the pump. The patient reported he had discontinued insulin pump therapy and began on a backup plan for insulin delivery. This complaint is being reported because the unresponsive keypad button issue remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/20/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2014 with the following findings: on examination, the keypad cover was intact without damage. On testing, all keypad buttons had intermitted unresponsiveness. The keypad cover was removed and revealed contamination of the contrast, down arrow and ok button contacts. Unrelated to the original complaint, the battery compartment was noted to be cracked below the finger pad, the threads on the battery cap were stripped and the display was found to be dim, faded and discolored.